Manufacturer narrative:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information is provided.

Event description:
It was reported that the customer received a no delivery alarm, customer confirmed that their reservoir was empty. Customer's blood glucose level at the time 433 mg/dl. Customer treated with manual injection. Troubleshooting occurred. No additional information is provided.